Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient was scheduled for a lead revision on (B)(6) 2014 because he had some unwanted paresthesia to the groin. Reprogramming was attempted in the office setting about 1 week ago. The unwanted paresthesia was still present after the reprogramming. The patient had an x-ray that did not show any migration. The physician¿s office gave the patient consent for a lead revision. Wh en the patient showed up to the hospital on (B)(6) 2014, he wanted the entire device explanted and he wanted to go on additional pain medications according to the physician. It was noted there was no alleged product issue. The patient¿s status was noted to be alive with no injury. Additional information received reported the patient¿s outcome since the procedure was unknown. The patient had an office visit on 2014-07-03. Additional information received reported the patient¿s outcome since the procedure was ¿fine.¿ the patient had no complaints with the stimulator explant.